Event description:
The customer reported the "unit failed testing". The unit was sent to a service center and upon receipt, a technician reported the "turbine was seized". There is no allegation of patient harm or involvement.